Event description:
During testing at the user facility, it was noted that the device regulator closure was not seated correctly. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.